Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump became hot. The reporter indicated that the pump was exposed to salt water and moisture was noted inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: the pump battery compartment was observed to be cracked from the threads to the case seal; corrosion was observed inside the battery compartment. The pump powered on with a blank display screen but audible and vibratory alarms were present. The pump was unable to be exercised to complete full testing of the complaint. A pump leak test found that there was a leak from the battery compartment crack. The pump was opened and moisture corrosion was observed on internal pump components.